Event description:
Rt shoulder/bicep rupture anchor insertion. After arthroscopic insertion, it was discovered that the anchor insertion guide had broken at the tip, presumably leaving a small [3mm] portion, in the bone. MFR's instructions on insertions were carefully followed.